Manufacturer narrative:
Device evaluation: three pictures of cadd administration sets were received by shm for analysis, and in two of them it valve detached from the tube was observed and the third picture showed a tpn product coiled. No testing could be performed because no samples were provided to perform a thorough investigation. The customer's reported problem was confirmed. According to the investigation, the most probable root cause is that the use of dispenser solvent in without stopper originated a lack of solvent. According to the investigation production personnel was trained in order to reinforce the solvent application. The problem source of the reported problem is manufacturing.

Manufacturer narrative:
(B)(6). Regional nurse manager.

Event description:
Information was received indicating that a smiths medical cadd administration set tubing got detached during the administration of total parenteral nutrition (tpn). The end of the administration set fell off. There was no reported adverse event.